Manufacturer narrative:
A1 - patient identifier, a2 - age at time of event, a2 - age units (patient), d1 - brand name, d3 - MFR establishment name, d3 - manufacturing plant address 1, d3 - manufacturing plant city, d3 - manufacturing plant state, d3 - zip code, d3 - manufacturing plant country, and g4 - PMA/510(k) #: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was received for evaluation. Visual inspection confirmed a leak in the cuff area. Further inspection noted scrapes on the cuff and down the shaft. The issue occurred outside of ICU medical¿s control. A device history record review could not be performed as the lot number was unknown.

Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown; no lot number has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a large leak on ventilator. Trach was replaced by oto team. There was a patient involvement and there was no patient harm.